Event description:
It was reported that the asymptomatic patient presented in the clinic during follow up. The ICD was post paced t wave oversensing. The ICD was reprogrammed. The patient did well with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.